Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, per report, the balloon burst was due to patient factors (moderate calcified native annulus and leaflets and severely calcified aortic root). The subsequent withdrawal difficulty was most likely due to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(6) affiliate during implant of a 29 mm sapien 3 valve in the aortic position, the commander delivery system balloon burst after final deployment. The final valve position was 80/20 aortic/ventricular. There was no paravalvular leak noted and a post dilation was not required. During removal of the delivery system it was not possible to withdraw the system through the sheath. The system was removed as a unit. There were no vascular complications. The patient was stable. As reported no pre balloon valvuloplasty (bav) was performed. The aortic arch and native valve were easily crossed. The inflation was slow, with 33 cc of nominal volume. Per report, the cause of the balloon burst was due to calcification. As per provided photo, the inflation balloon appears radially burst with the proximal portion of the inflation balloon separated. The device was discarded. The patient's native annulus was moderately calcified and the aortic root was severely calcified.